Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('according to dr. (B)(6) to the fact that my tube on the right was messed up causing the insert not be placed properly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('according to dr. Due to the fact that my tube on the right was messed up causing the insert not be placed properly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on my right side"), skin disorder ("bumps on my arms and legs"), dry skin ("dry skin"), pruritus ("itchy skin"), alopecia ("hair has become thin"), urticaria ("hives") and drug hypersensitivity ("allergic to antibiotics"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, skin disorder, dry skin, pruritus, alopecia, urticaria and drug hypersensitivity outcome was unknown. The reporter considered alopecia, device dislocation, drug hypersensitivity, dry skin, pelvic pain, pruritus, skin disorder and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: device dislocation, pelvic pain, skin disorder, dry skin, pruritis, alopecia, hives, drug hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events pain on my right side¿, ¿bumps on my arms and legs¿, ¿dry skin¿, itchy skin¿, ¿hair has become thin¿, 'allergic to anitbiotics', 'hives' were added. Date of implantation of essure, medical history and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('according to dr. Due to the fact that my tube on the right was messed up causing the insert not be placed properly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: device dislocation. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.